Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the ceramic insulation damage at the distal tip was due to the insulation insert was induced thermally and/or mechanically. Therefore, it is most likely attributable to wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). It cannot be determined if there was pre-existing damage to the insulation insert or if it was already worn. Furthermore, it cannot be determined if the damage was caused during the last reprocessing of the instrument or during its last use in a procedure. As a general note, cracks on the insulation material are mostly not visible, making visual inspection difficult. Lost fragments of the ceramic insulation insert can be localized and removed using a suitable x-ray procedure or computed tomography. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation and the customer¿s reported problem was confirmed. The ceramic insulation at the distal tip of the sheath was found damaged/parts broke off. The device has not been repaired in the last year. The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Additional 510(k): k931995.

Event description:
The customer reported to olympus the ceramic insulation at the distal tip of the resection sheath is broken. The reported problem was found during maintenance. There was no procedure involved and no death or injury and no impact to patient or other was reported.